Event description:
Accu-chek guide machine given out with aviva test strips instead of guide test strips. Inappropriate/inaccurate measuring device unauthorized substitution/wrong brand agency/temporary staff. (B)(6). Submission ID: (B)(4).